Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, during a procedure, the polybag did not complete aseptic transfer as it was stuck to the inner packaging seal. It was also reported that there were no delays or adverse consequences as a result of this event and the procedure was completed successfully.